Event description:
It was reported that on (B)(6) 2024, a 17mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were not moving normally when tested with a leaflet tester. It was suspected that one side of the leaflet was working poorly. The leaflet was not fractured and did not dislodge. The procedure was completed via shaping surgery without a replacement device no clinically significant prolonged procedure was reported. No patient consequences were reported.

Manufacturer narrative:
An event of incomplete coaptation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
D4: the UDI number is not known as the lot number was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 17mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were not moving normally when tested with a leaflet tester. It was suspected that one side of the leaflet was working poorly. The leaflet was not fractured and did not dislodge. The procedure was completed via shaping surgery without a replacement device no clinically significant prolonged procedure was reported. No patient consequences were reported.